Manufacturer narrative:
Results of investigation: a vyaire failure analysis technician was unable to verify the customer's reported issue. The device passed all testing and met all manufacturer specifications.

Manufacturer narrative:
The suspect device was returned and evaluation is anticipated, but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
The customer reported to vyaire medical that the revel ventilator blower demand exceeded alarmed. The issue occurred during patient-use. The customer confirmed that there was no patient harm associated with the reported event. At this time, there is no information regarding remedial action taken by the healthcare facility.